Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00191 and 1038671-2025-00555. The revision reported may have been the result of a combination of prosthesis wear, loosening of the tibial and/or femoral components, and instability. Osteolysis and loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear, prosthesis wear may have contributed to particle-induced osteolysis, and instability may have contributed to the reported wear or have been the result of wear and loosening. However, the failures cannot be confirmed and contributions of loosening, prosthesis wear, and instability to the sequence of events cannot be determined as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 5888710 02-012-45-4030 - bandeja tibial logic fit 4f/3t, 6195440 02-010-01-0240 - femur ps cem.nº4 izq.

Event description:
It was reported that a patient, who had an initial knee implanted in (B)(6) 2020, underwent a revision procedure in (B)(6) 2024, approximately 4 years 10 months post the initial procedure. Pain, joint effusion and prosthetic instability with radiological findings of osteolysis in relation to the tibial and femoral components, pet wear and other tests with a diagnosis of aseptic loosening of the knee prosthesis. Elevated levels of metals (chromium and cobalt) in the blood. Prosthesis affected by health alert for its withdrawal from the market. Significant disability. Need for surgical intervention to avoid injury or permanent disability. Threat to life. X-ray images were provided. No device images were provided.

Event description:
Physical exam at symptom onset (B)(6): ambulates with antalgic gait. Subjective sensation of instability. Gross varus deformity. Tense joint effusion. Bone scan findings suggestive of aseptic loosening of the left total knee replacement. Intraoperative finding of massive polyethylene wear. Intraoperative pathology of the synovium showed granulomatous reaction to foreign body. Tibial metaphyseal osteolysis classified as aori 2b, complete rupture of the medial collateral ligament, medial femoral condyle defect classified as aori 2a. Reconstruction with rotational hinge prosthesis s-rom (competitor's device) with tibial metaphyseal sleeve. Patient suffered permanent disability as a direct result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, a3, a4, b3, b5, b7, d6b, h6 clinical code the following sections were corrected: b3, b5 - "underwent a revision procedure in (B)(6) 2024, approximately 4 years 10 months post the initial procedure" no loner applies, d6b if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.